Event description:
It was reported that the head left side rail was stuck in the lowest position due to damaged glide rods. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the head left side rail was stuck in the lowest position due to the latch and glide rods not being properly lubricated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the siderail being stuck in the lowest position was due to the latch and glide rods not being properly lubricated.